Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer fell and as a result the touch screen became shattered and unreadable. There was no adverse impact to customer¿s blood glucose level. Customer declined follow up from tandem technical support to ensure back-up insulin therapy was obtained.